Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 7mm from the distal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during coronary stenting treatment procedure, a balloon rupture occurred. A 2.50mm x 15mm apex balloon catheter was advanced to the target lesion. On the first inflation, the balloon was inflated to 14 atmospheres and ruptured. The physician removed the device from the patient's body and used an unspecified size promus stent to finish the procedure. No patient complications were reported and the patient status is fine.